Event description:
The following information was provided: this pi is for the reported revision. As per medwatch mw5181735: patient had primary hip replacement 2022 with stryker components, specifically dual mobility cup. Felt a 'pop' 9 months out with normal x-rays and labs. Eventual MRI showed large fluid collection consistent with alval and metallosis. Revision performed 2024 with metal wear on backside of metal liner with large metal fluid collection. Revised to polyethylene liner. Continues to have pain. Shows large fluid collection with metal enhancing rim.